Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the vessel sealer extend (vse) instrument movement was allegedly "worse" when the instrument was being used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use. It was unknown if there was any instrument damage when it was inspected. The customer could not clarify or provide information as to how the instrument movement got worse. The issue was resolved after the vse was reinstalled on the same arm. The issue did not cause any adverse effect to the patient¿s tissue. The drape was not exchanged at any time during the procedure. The drape was discarded after the procedure was completed.

Manufacturer narrative:
Concomitant medical products - intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint related to instrument movement. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. No non-intuitive motion was observed during in-house testing. The instrument passed the cut and energy delivery tests. No damage to the wrist assembly or the main tube was observed. No failures were found during log review. As part of investigation, instrument was further investigation and additional observation was identified. The instrument was found to have one dislodged ceramic dot at the distal end. The dislodged ceramic dot was not returned with the instrument. The root cause of this failure is attributed to mishandling or misuse. A review of the logs for the vessel sealer extend (part #: 480422-01, lot/serial #: (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2022 via system serial #: (B)(4) for a benign hysterectomy procedure. There were 0 use remaining after this last usage. Images associated with this reported event were not submitted for review. This complaint is considered as a reportable malfunction due to the following conclusion: failure analysis confirmed that a ceramic dot was missing from a portion of the vessel sealer extend instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.